Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement, occlusion, prime and excessive no delivery tests could not be performed and the no delivery alarms verified due to motor error alarm. It was also received with a scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and no delivery alarms. The blood glucose at the time of the incident was 305 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.